Manufacturer narrative:
Device analysis report attached. This report is submitted on march 15, 2022.

Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient developed an infection at the coil site. The patient was treated with IV antibiotics (date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.